Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified that the console case wheels were not working properly. The wheel assembly frame was bent. Causing a pinch point on the wheel axles. Replaced the wheel assembly. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a.

Event description:
It was reported during a routine check transport from helicopter performed by the customer, the cardiosave intra-aortic balloon pump (iabp) console case wheels did not extend properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.